Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with spindle housing and motor assembly. The nose cone, bearing stop, and bearings were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.